Manufacturer narrative:
A supplemental report is being submitted for as a correction and for product analysis. Product event summary: the controller ((B)(6)) was returned for evaluation. The ventricular assist device (vad) (B)(6) and two batteries ((B)(6)) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis revealed that the returned controller passed functional testing. A visual inspection under 10x magnification revealed hairline cracks around both power ports. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an investigated conducted under CAPA pr00381374, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. A review of the alarm file revealed thirty-three (33) critical battery alarms involving (B)(6) as well as thirty-three (33) controller fault alarms between 27-nov-2018 at 08:27:38 and 28-nov-2018 at 00:57:50. The critical battery alarms were the result of the patient allowing the batteries to deplete below 10% relative state of charge (rsoc). A controller fault alarm will occur if the battery is approaching 0% rsoc. Log files analysis revealed twenty-eight (28) controller power-ups with their associated motor start events from 17-nov-2018 to 20-dec-2018, indicating a loss of power to the co ntroller. Analysis of data logs did not reveal communication errors during the analyzed period. As a result, the reported critical battery, controller fault alarms and loss of power were confirmed. However, the reported communication errors could not be confirmed. Information received from the site revealed that the patient experienced multi-organ system failure and patient expired. Of note, the patient took heavy dose of sleeping medication or opioid pain medication. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, multi-organ system and death are known potential complications associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. The most likely root cause of the critical battery, controller fault alarms and loss of power can be attributed to the patient allowing batteries to depleting below 10%. The batteries likely recovered enough charge to start the controller again, but quickly depleted, causing additional controller power up events. CAPA pr00551638 is investigating controller losses of power. This information was received from the mechanical circulatory support product surveillance registry study. Additional products: d1: heartware ventricular assist system ¿ pump d4: model #: 1103 / catalog #: 1103 / expiration date: unk / serial or lot#: (B)(6), UDI #: asku d9: no. H3: yes. H4: mfg date: unk. H5: yes. H6: patient ime code(s): e2402. H6: imf code(s): f02, f1005. H6: img code(s): g04105. H6: FDA device code(s): a1412, a141204. H6: FDA method code(s): b15, b17. H6: FDA results code(s): c19. H6: FDA conclusion code(s): d12. D1: heartware ventricular assist system ¿ battery. D4: model #: 1650 / catalog #: 1650 / expiration date: 31-may-2016 / serial or lot#: (B)(6), UDI #: asku d9: no. H3: yes. H4: mfg date: 31-may-2015. H5: no. H6: patient ime code(s): e2402 .h6: imf code(s): f02, f1005. H6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d11 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 28-feb-2017 / serial or lot#: (B)(6), UDI #: (B)(4)> d9: no. H3: yes. H4: mfg date: 02-29-feb-2016. H5: no. H6: patient ime code(s): e2402. H6: imf code(s): f02, f1005. H6: img code(s): g02002. H6: FDA device code(s): a0705. H6: FDA method code(s): b15, b17. H6: FDA results code(s): c19. H6: FDA conclusion code(s): d11 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the vad exhibited low power which resulted in several controller fault alarms. It was also reported that four vad stop events were recorded as the batteries would cool down and provide transient power to the controller. It was further reported that one of the batteries had a relative state of charge (rsoc) greater than 100%. The batteries were removed from service.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed that the returned controller passed functional testing. A visual inspection under 10x magnification revealed hairline cracks around power port 1 and power port 2. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an internal investigation, the root cause of the hairline crack(s) was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. A review of the alarm file revealed 33 critical battery and 33 controller fault alarms. The critical battery alarms were the result of the patient allowing the batteries to deplete below 10% relative state of charge (rsoc). A controller fault alarm will occur if the battery is approaching 0% rsoc. Log files analysis revealed several controller power-ups with their associated motor start events from (B)(6) 2018, indicating a loss of power to the controller. The average time the controller was without power was approximately for 9 minutes and 30 seconds. As a result, the reported event was confirmed. The most likely root cause of the critical battery, controller fault alarms and loss of power can be attributed to the patient allowing batteries to depleting below 10%. The batteries likely recovered enough charge to start the controller again, but quickly depleted, causing additional controller power up events. An internal investigation was evaluated to capture events involving the controller losing power. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient and procedural factors that may have contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a ventricular assist device (vad) patient was found at home by an emergency medical service (ems) and was cold and unresponsive. There were no clinical actions performed as the patient had expired. The patient allowed both batteries to drain completely out of power over a fifteen-hour period while sleeping overnight. Both batteries alarmed a critical battery alarm and the controller eventually lost power. The patient died of multi-organ system failure. The site suggests the patient took too much sleep medication or opioid pain medications. The controller was taken out of service. The patient is a participant in the (B)(6) clinical study.